Manufacturer narrative:
(B) (4): eval summary: parts were in vivo 1.5+ years and all pieces including poly pieces were steam autoclaved prior to return. No post operative x-ray or any other visual means has been provided to confirm whether locking of the pin occurred in the first place. The complaint states that the component is not aligned. Improperly aligned humeral and ulnar components could cause add'l stress on the pins and bushings. The use of earlier revision kits would not have improved the alignment. The exact cause cannot be determined with certainty. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be rec'd, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
Pin was replaced due to wear and because ulna component was not aligned.